Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a detached plastic o-ring on top of the reservoir compartment. The customer's blood glucose value was 2.9 mmol/l at the time of the incident. The customer's father reported that the reservoir was being changed when the o-ring detached. The customer was assisted with troubleshooting. The customer will return device for analysis.